Event description:
It was reported that a nitroglycerin in administration set was loaded into four different colleague 3 pump channels and caused the four channels to go into a failure alarm state. It was reportedly successfully loaded into the third channel of this pump and when the roller clamp of the set was opened the free flow of solution resulted. This was immediately recognized. The roller clamp was closed and the tubing was removed from the pump. The 1 hr post open heart pt's blood pressure rose to 150 systolic but returned to normal after the nitroglycerin was stopped. No medical or surgical intervention was required. The pt returned to pre-incident status.